Event description:
It was reported that this left ventricular (lv) lead exhibited an abrupt change in impedance from 600 ohms to 3000. The field representative tested lv2 to lv3 with high impedance capture at 7 v and the field representative confirmed better on lv3 to lv4. In addition, the patient had an av node ablation. Boston scientific technical services discussed in consulting competitor technical services. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).